Event description:
Pt admitted to hosp after second prosorba treatment with fever and "not feeling well". Pt was told there was a clot above the catheter. The catheter was removed and pt was discharged on coumadin and antibiotics. No further prosorba treatment.